Manufacturer narrative:
Paradoxical adipose hyperplasia (ph/pah) is a known potential adverse event addressed in the product labeling. According to the coolsculpting user manual, under rare adverse events, paradoxical adipose hyperplasia (ph) is characterized by a visibly enlarged tissue volume within the treatment area, which may develop two to five months after treatment. Surgical intervention may be required. Pah is not related to any coolsculpting device failure mode but it is included in the risk management files of the device because it is a risk that is inherent to the use cryolipolysis for localized fat reduction. A supplemental report will be submitted if and when additional information is obtained.

Event description:
Healthcare professional reported an alleged paradoxical hyperplasia, that the provider did not diagnose the adverse event, and the nurse practitioner "who assessed the patient does not believe the patient has it" on the upper and lower abdomen areas with a curve 240 applicator for a coolsculpting elite system the day after treatment, following treatment performed on (B)(6) 2022. Later, healthcare professional reported that the patient experienced swelling and that the area felt bigger immediately after the treatment, and three weeks later the patient had a lymphatic drainage. An ultrasound was reported by the patient.